Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results: the sample was examined using 10x magnification and found to have a damaged tip (bent tip) and rounded edges at different locations along the cutting edge. The condition of the blade appear to indicate the product had been used. The device history records for the component lot was reviewed. Unrelated processing abnormalities were found during the review. The associated lot (1) was released based on acceptance criteria. How or when the blade became damaged (bent & rounded cutting edge) cannot be determined. It is likely that the damage occurred during the manufacturing process. The damage to the returned sample is consistent with damage that can occur when the blade contacts hard surface. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A nurse reported that a dull knife was used during surgery with no impact to the pt. The surgery was completed by using an alternate knife.